Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for hemolysis and a right heart catheterization was performed. A left ventriculogram revealed the majority of contrast was going out the aorta. The patient's lactate dehydrogenase level was elevated and a pump stop was noted on the device history screen. The patient was treated with heparin. No alarms were reported. The manufacturer's technical services reviewed the submitted log file and noted the reported pump off event had occurred while the patient was connected to a power module via a patient cable. There was no reported damage to the driveline. The patient was asymptomatic. A pump exchange was performed on (B)(6) 2015. At the time of explant, it was reported that there appeared to be a small circular inlet thrombus. The outflow graft was clear. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 2 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The report of hemolysis and thrombus was confirmed based on the evaluation of the returned lvad pump. The reported pump stop was also confirmed based on the submitted log file; however, a specific cause for the pump stoppage could not be determined. The log file contained approximately 17 days of data, which captured low speed advisories and one pump stop event. Elevations in pump power watts were also captured. Upon disassembly of the returned pump, examination of the distal side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and inlet bearing cup. The thrombus rings appeared to have developed in laminated layers, which indicates that they were present while the pump was operating. Areas of the rings found on the inlet bearing ball and cup appeared similar in color and structure, which suggests that the rings were likely a single formation prior to disassembly of the pump. The thrombus formations found in the pump would have contributed to the reported elevations in lactate dehydrogenase. Also, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations as seen in the submitted log file. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. Electrical continuity tests of the returned portions of driveline were conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire''s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was provided from the (B)(6) registry stating: hemolysis and ldh elevation; right heart cath (B)(6) 2015 with possible thrombus surrounding inflow cannula.